Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the bolt at the proximal tip broke and got lost. Procedural step is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: our investigation has shown that the t-piece of the inserter is broken apart. We found marks of heavy hammer blows at the top of the inserter and at the hand-piece. Based on these findings, it is likely that excessive use caused the breakage of the t-handle. In this relation, we would like to mention to the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that especially blows on the t-piece should be avoided. If higher forces for the nail insertion are necessary, the hammer guide can be used. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.